Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The angio-seal device was returned unmated from the sheath. The arteriotomy locator, tamper tube was returned as well. The returned components were subjected to visual analysis where a blood-like substance was observed. The hemostasis sheath hub was observed, and a piece of suture was observed. Force was applied to pull the suture but wasn't possible to remove. The end of the suture was observed to be a sharp cut. The deployment sleeve of the carrier tube assembly was in the rear lock position with the color bands fully exposed. Anchor was located proximal to the slit at the distal tip. The distal end of the suture was examined under the microscope and it was found a uniform cut as could be seen in the attached pictures. Due to the condition of the returned device, no functional testing was possible. The complaint could be confirmed for the failure mode of pullout. The likely root causes for non-deployment pullout may include the device not being positioned in the full forward lock position, or an obstruction to the anchor posting to the distal tip. It is likely that the device was manipulated after the alleged failure which could have led to the anchor getting stuck in the valve of the hemostasis sheath hub. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the 6fr angio-seal vip device failed to deploy. There was no patient harm reported and another angio-seal device was used to complete the procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for deployment difficulties mentioned in the allegation since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).